Event description:
It was reported that during central processing, the endoscope plus instrument was observed to have a loose screw on the base of the endoscope. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have a dislodged component. The retaining ring and/or camera instrument adapter was found with a dislodged screw. The endoscope was also found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing for evaluation and found with an endoscope adapter shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. The cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. There was minor cut to the cable insulation. The complaint was confirmed by failure analysis.